Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced an extrusion of the electrode array resulting in a performance decrement and subsequent explantation of the internal device on (B)(6) 2013. The patient was reimplanted with a new device during the same procedure.